Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing reportable events for tempo lift we have found a low number of similar cases - the user received an electric shock from the charger. There is no complaint trend for these kinds of events. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of its specification - broken charger's cover. The charger which was plugged in to the mains power was being handled for transit by the staff member and in that way contributed to the event. The part was not being used for patient care. The caregiver received the electric shock because of exposed internal components. The internal components of the charger were exposed because the cover was broken and it there was not seal. The exact cause of the cover condition is unknown however the received information showed that it existed before the reported incident, not as a result of drop when the user received an electric shock. It is also unknown if the involved staff was aware of this failure when she was moving the charger to the store cupboard. The provided information showed also that: charger was plugged to the mains power. It is unknown if a battery was plugged in. Product instruction for use for tempo (kpx 50550.us issue 3 from march 2003) and operating instructions (kpx01760.int3) for kpa0101- type chargers informs: "do not attempt to open or tamper with the charger unit in any way, for any repair the charger must be sent to the manufacturer". Regarding charging the battery: caution: "ensure the mains power to the charger unit is switched off before connecting the battery". Warning: "always ensure the cable connection plugs that fit into the charger and into the battery are fully inserted before switching on mains electricity". Additionally 'using your battery charger' section of operating instructions informs: "should the charger casing or cables show signs of damage then discontinue use and obtain a replacement. If in doubt contact arjo or their approved distributor". It is unknown how exactly the charger cover had become broken. There is also no information relating to charging the battery. If there was no battery in a charger, it should have not been plugged into the mains power. This was also communicated by the health, safety and security advisor's report: "it is recommended that staff should not touch or move such electrical items when plugged in and switched on" additionally, from the above excerpts we can state that user error cannot be ruled out due to information that charger was broken before the reported incident. In this case, the part should have be taken out of use and if repair was needed - reported to the manufacturer. The received information and our evaluation as described above are showing that if tempo's and charger's warnings were followed in accordance to the instruction for use, there would be no user at risk.

Event description:
Initially it was reported to the arjohuntleigh representative that the user sustained electric shock after contact with the battery charger. As per 'witness statement' provided by the customer: "I was in the store cupboard talking to staff member (hereby known as (B)(6)); as she was sorting out supplies, as she moved the battery charger for the hoist batteries to get to some plastic that had gotten underneath it the unit lit up showering (B)(6) with bright blue sparks which caused a minor shock. (B)(6) immediately dropped the unit back onto the floor (a distance of a couple of cm). (B)(6) remained conscious and stood up. At this point we unplugged the unit from the wall and noticed that the 'sealed unit' was not actually sealed I removed the unit from the area and reported to the unit manager (...). (B)(6) came into the office shortly thereafter and (B)(6) was complaining of tingling in her arm and a spasm like pain in her neck. (B)(6) sent (B)(6) to a&e for a check-up". Additional report from the facility was received on 2015-11-20: "events leading up to the incident: cleaning up in cupboard and I moved a charger for the hoist batteries and it sparked and shocked me. Incident description: moved a box that was fixed to the battery charger when it started to spark while in my right hand causing a mild shock, then I dropped it. Action taken to manage the incident: charger removed from wall and reported to key health solutions. Staff member was advised to sit have a rest and inform nurse if need any help. Staff member advised to attend a and e immediately as complaining of pain in affected arm and neck." The injured went to a&e (accident & emergency department) for a check-up and was discharged once seen. No hospitalization was required.